Manufacturer narrative:
The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. Operator of device is unknown. No product information has been provided to date.

Event description:
It was reported that the patient called the hotline stating that the pump was alarming no disposable. The patient was instructed to hit start/stop button to silence alarm, reviewed settings and pump restarted. Pump screen read run at end of call. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available., corrected data: d4: correction: model number: 6400 h4: correction: device manufacturing date: 07-apr-2016.